Event description:
The customer stated that she was hospitalized for headaches. However, the customer also experienced low blood glucose levels just prior to being released. The customer stated that the insulin pump no longer gives the low reservoir warning, and the insulin indicator always shows that the reservoir is full, even if it's empty. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The customer did have an MRI scan, but she didn't know if the insulin pump was exposed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.